Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device¿s tips came apart. They opened another clip applier to complete the case. There was no patient injury.